Event description:
The patient reported experiencing elevated blood glucose readings in the 300-500 mg/dl range with her target range being 156 mg/dl. She stated she will have elevated readings and then, because she gives herself multiple boluses of insulin, her blood glucose "will come crashing." She stated she is a very brittle diabetic. During troubleshooting, the patient stated she has been using an insulin infusion device for a long time and only uses her lower abdominal area for her infusion site as she is very thin. She said she may have some scar tissue which could affect her insulin absorption. The patient stated her infusion device will beep but she is blind and cannot read the screen. She stated she changes all of her accessories but her elevated blood glucose continues. She said she has severe kidney issues and has taken prednisone for 22 years. The patient was sent samples of an infusion set with a longer cannula. On follow up, the patient indicated her blood glucose levels were doing much better. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.